Event description:
It was reported that there was a volume discrepancy where the expected volume was 5 ml and the actual volume was 32 ml. The cause of discrepancy was not specified. The patient¿s pump motor stalled and never recovered. A revision/replacement procedure was planned but a date had not been set at the time of this report. The issue was not resolved at the time of this report. The patient was alive with no injury. The pump was used to infuse baclofen (compounded) and morphine. No intervention or outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
On (B)(6) 2015 additional information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 500 mcg/ml and morphine 5 mg/ml at the minimum infusion rate. Interrogation of the pump revealed multiple motor stalls and recoveries, as well as the stopped pump period may exceed tube set message. A motor stall occurred on (B)(6) 2014. According to the manufacturer's device registry, the pump was replaced on (B)(6) 2015.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).